Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the arm on (B)(6) 2018. Reportedly, the patient entered bg values outside the 40-400 range. No additional event or patient information is available. No data was provided for evaluation. Confirmation of the reported inaccuracy could not be determined. A probable cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly. Labeling indicates: with calibration prompts, your sensor and display device helps you keep your calibration schedule on track. If your bg values are not between 40-400 mg/dl, the system won't accept your calibration. Wait until you are within the 40-400 mg/dl range before entering your bg values.